Event description:
Procedure type: bowel resection. According to the reporter: the dst gia 80 stapler was fired twice to complete a transection of the bowel. The surgeon then used the dst gia 80 stapler to create the side by side anastomosis (the third firing). The surgeon said the stapler fired fine but did a leak test and noticed there were multiple leaks on the staple line. A nurse noticed that the blade was half way down on the dlu. The surgeon took down the anastomosis and created a loop ileostomy. He will take down the osotomy in 4-6 months. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Pt current status reported as fine. Additional info requested via email. See scanned page.

Manufacturer narrative:
(B)(4).